Event description:
Procedure type: robotic laparoscopic prostatectomy. According to the rptr: the customer reports that after inserting and removing the telescope through the disposable sheath 3 times, they noticed a piece of sheath hanging. The user reinserted the telescope a fourth time and noticed a shard of trocar was missing and had fallen into the cavity. The piece was not recovered. The surgery was completed and they were able to use the sheath. An x-ray was performed to find the piece but they could not locate it. The surgery was extended 30 mins. The pt recovered with no ill effects.

Manufacturer narrative:
(B)(4).